Event description:
It was reported that pump declared cartridge change error and customer was unable to successfully load multiple cartridges despite following instructions to inspect and clean cartridge area and confirm cartridge was fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Customer initially worked with technical support to inspect o-ring, clean pneumatic area, and attempt reloads, then was referred for escalated troubleshooting, and csa later helped customer load new cartridge and resume insulin delivery.